Event description:
Affiliate reports the probe broke in the pt's vertebra. The doctor had to drill the vertebra in order to remove the probe fragment with grip pliers. The piece was removed. There was no adverse consequences to the pt. Since surgical intervention was needed to remove the broken fragment an MDR is filed to document this event.

Manufacturer narrative:
The device was not returned for eval; therefore, an investigation could not be performed. As such, no definitive conclusion can be made at this time. The condition of the device prior to breakage is unk. The application of atypical force can cause this type of damage. If the product is returned, the complaint will be re-opened and an investigation will be performed and a follow up report will be filed.